Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly on the first day of insertion. No further information is available.